Manufacturer narrative:
Calibration was last performed on (B)(6) 2025 with no issues. Qc was acceptable. No relevant instrument alarms were identified. Based on the results received, a physiological interference can be excluded. Based on the patient's medications and reaction kinetics, medication interference can be excluded. The sample for the initial results was collected at the patient's home by a nurse. The sample may have been contaminated or improperly stored during the collection process or transportation to the laboratory for testing. No lipase results for any other patient samples were affected. Based on the information available, the investigation determined the event was consistent with preanalytical handling issues. A product issue was not found.

Event description:
The initial reporter questioned high results not corresponding to the clinical picture for 1 patient taking plavix and tested for lipase colorimetric assay (lipc) on a cobas c 303 analytical unit. The initial result after dilution was 552 u/l on the c303 analyzer. The repeat result with dilution was 572 u/l on the c303 analyzer. The patient was sent to the emergency room, where the lipase result from a new sample on an unspecified cobas system was 40 u/l. On (B)(6) 2025, the original sample was repeated on the c303 analyzer, and the results were 444 u/l and 583 u/l after dilution. The customer suspects an interference with plavix affecting the results from the c303 analyzer.

Manufacturer narrative:
The c303 analyzer serial number was (B)(6).

Manufacturer narrative:
The low lipc result of 40 u/l was believed to be correct as the patient had no clinical symptoms (abdominal pain).